Manufacturer narrative:
A single used mc330087 quadfuse extension set was returned and confirmed with the tubing separated at the microclave shuntless bond. A visual and uv examination revealed that there was insufficient solvent to provide an adequate bond. The probable cause is typical of insufficient solvent coverage during manual bonding. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 12/18/2023.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 4.5" (11 cm) appx 0.53 ml, smallbore quadfuse ext set w/4 microclave® clear, 4 clamps (red, yellow, white, blue), rotating luer disconnected during patient use. It was reported that the bonded microclave included in the set became detached from one of the extensions on the bifuse. The line insertion nurse is unsure of the cause and stated that it was found in the patient¿s bed. It was not detected before direct patient use. No serious injury/death, no blood loss noted, and no unprotected chemo exposure. There were no adverse operator consequences, medical or surgical intervention was not required, and the device was changed out or replaced with no further problems encountered. There was a patient involved but no patient harm or adverse event and no delay in therapy was reported.